Event description:
Police responded to a person down for an unknown period of time. The reporter said that, on arrival, the officers observed the patient was connected to home oxygen therapy and was cold to the touch. The device was connected to the patient and the analyze button pressed but, according to the reporter, the device alarmed connect electrodes despite checking connections and electrode placement. The bls team arrived with a backup AED (not medtronic), applied their electrodes and delivered approximately 5 shocks until the als team arrived with a manual defibrillator (not medtronic), shocked the patient approximately 5 more times then transported the patient to the hospital. Patient outcome is unknown but the reporter said the patient was not resuscitated at the scene and he believed the patient had died.